Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000117874

Event description:
It was reported that the patient's lead had one high impedance preventing the system to enter MRI mode. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was revised, clearing the impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.